Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a total shoulder arthroplasty on an unknown date. A revision has been indicated due to an unknown reason; however, no revision has been reported to date.

Manufacturer narrative:
Received confirmation on (B)(6) 2014 that there has been no revision for this patient and currently there is no planned revision. The surgeon is not aware of the patient having any problems. Therefore, please disregard the report associated with 1825034-2014-08701 which is considered closed at this time.